Event description:
Caller reported a false negative urine hcg result. Patient was reported to be (B)(6). A (B)(6) patient had already confirmed pregnancy with another doctor; came to this clinic for another follow-up. Date of last menstrual period (lmp) was not provided. Quantitative test was 33,000 miu/ml; no other recent issues with this kit, no sample or kit to be returned.

Manufacturer narrative:
Investigation: lot number(s): hcg9030174. Expiration date(s): 03/2011. Control lot: 20miu/ml hcg urine, lot: hcg090304-01; 100miu/ml hcg urine, lot: hcg090521-01; 255.3iu/ml hcg urine, lot: hcg090526-03; 500iu/ml hcg, lot: hcg090603-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. The 100miu/ml, 255.3iu/ml hcg urine control and 500iu/ml buffer control yielded clearly positive results at 3 minute read time. Conclusion: the retention devices meet qc specification. No abnormal result was observed; this complaint is not confirmed. The 100miu/ml, 255.3iu/ml hcg urine control and 500iu/ml buffer control yielded clearly positive results at 3 minutes read time. Nothing abnormal found in batch review and the product number, product description and lot number were verified. No corrective action is required at this time as product deficiency was not established.